Event description:
The pt received two leads with the same lot number. It was reported the pt had stimulation coverage during intraoperative testing. At the postoperative appointment the pt did not have effective stimulation. Reprogramming was unable to resolve the issue. It was reported the physician planned to explant the system due to the issue at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.